Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for low blood glucose. Blood glucose at the time of incident was 25 mg/dl. Customer stated that the drive support cap appears normal (slightly indented). Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. Based on customer report customer does not allege pump was over delivering. The insulin pump will not be returned for analysis.